Manufacturer narrative:
The sample is serum. Qc prior to the event was within lab-established ranges. Qc run 2 hours after the event was out of range. A field service engineer (fse) cleaned the flow-cell, replaced the cl electrode and carbon bridge and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a false low chloride (cl) result generated by the synchron lx I 725 clinical system for one patient. The result was reported out of the lab. When cl qc was later out of range, the sample was run on a different instrument which gave a higher result, and the result was amended. Patient treatment was not initiated or withheld based upon the false result reported.